Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that all olympus series 180 scopes were not working on the olympus, cv-190 and an image was not produced. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The device was not returned to olympus for evaluation and the customer did not respond to multiple attempts to obtain more information. As the serial number of the device was not provided by the customer, a review of the device history record could not be performed. The potential cause of the reported issue could not be determined.